Event description:
A caller reported experiencing a cgm error 42 relating to their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the reset process. After the reset, the cgm error code did not appear again, and the caller was able to successfully start their sensor session.